Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted at this time. This is noted from a call placed to technical services on 5/3/2013 stating that representative sent in samples of the type of noise being produced. Noise looks electrical, but is reproducible with range of motions and not sure what to think. If pacing current could be leaking despite stable lead impedance. Threshold is 0.7@0.4ms when patient is sitting but increases when noise is produced. The physician has elected to have output increased to 5v@2ms and atrial sensitivity increased to 1.5mv and monitor for one week to see if patient has recurrent symptoms. Representative states that range of motion did not result in any oversensing at 1.5m v. The physician was dr. (B)(6) at (B)(6) in (B)(6), tx. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).